Event description:
This is submitted to report the difficulty removing the mitraclip from the chordae which resulted in chordal rupture and increased mitral regurgitation (mr) and is considered a serious injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets, with a prolapsed anterior leaflet and a narrow left atrium (la). An attempt was made to grasp the leaflets, but grasping was unsuccessful due to inadequate leaflet insertion; therefore, it was decided to abort the procedure. It was noted that during the attempt to grasp, the clip became stuck on the medial chordae. Slight rotations were made medial and lateral, and the clip was freed from the chordae but the mr increased to grade 4 due to a chordal rupture. The cds was removed and the procedure was ended with no clip implanted. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets (failure to adhere or bond) and the clip getting caught in the chordae (difficult to remove) can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets and the clip getting caught in the chordae can be influenced by factors such as difficulties with visualization, unexpected movements of the device, or morphology of the mitral valve including tethering of the leaflets or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, it is likely that the clip interacted with the chordae during attempts to grasp the leaflets and therefore contributed to the difficulty removing the cds. The difficulty grasping the leaflets appears to be related to patient conditions, due to the prolapsed anterior leaflet and narrow left atrium. As the difficulties reported in this incident appear to be related to patient/procedural conditions, there does not appear to be any evidence of a product quality deficiency. The patient effects mitral valve injury (tissue damage) and worsening mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.